Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant product: unknown danek instrumention (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a c3-c7 fusion surgery using a posterolateral approach, using rhbmp-2/acs on multiple levels with instrumentation, and mixing the rhbmp-2/acs with cancellous bone. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of ; kyphosis of the cervical spine at c3-4 , c4-5. Slippage of the anterior cervical plate superiorly with angulation of screws. Joint instability at c3-4 , c4-5, c5-6 , c6-7. The patient underwent following operative procedure: fixation of head in mayfield fixation device with pins. C3-7 posterolateral cervical fusion . Placement of lateral mass screws and rods at c3-7 bilaterally. Per op-notes, "... Cancellous bone mixed with some bmp sponge was placed over the lateral mass, impacted into the area of the facet joint . A rod was bent to conform with the cervical lordosis and placed across the c3-7 screw heads followed by placement of set screws to tighten this down. .."